Manufacturer narrative:
According to the customer on 8/10/23, "the patient had a panniculectomy and fleur-de lis abdominoplasty,incisions were dressed with liquidband secure. These incisions typically have the glue dressing on for 6 weeks. The patient's incision dehisced superficially on 9/25/23. Dr. (B)(6) attributes this to the skin glue". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 8/10/23, "the patient had a panniculectomy and fleur-de lis abdominoplasty,incisions were dressed with liquidband secure. These incisions typically have the glue dressing on for 6 weeks. The patient's incision dehisced superficially on 9/25/23. Dr. (B)(6) attributes this to the skin glue".